Event description:
It was reported that they were getting fluid delivery line open alert. Therapy started about 15 minutes ago. The flow rate was 0lpm, inlet pressure was -0.1psi, circulation pump was 100 percentage, pump hours were 1305.5 and pump hours were 1410.9. Nurse stopped therapy. Nurse emptied and disconnected pads. Nurse started therapy in manual mode then the flow was 1.8lpm, inlet pressure was -7psi and circulation pump was 47 percentage. Nurse reconnected pads confirming tubing was straight and not kinked anywhere. Pad tubing did not appear to be compressed. The flow dropped to 0lpm, inlet pressure was -0.1psi, cp 100 percentage. Mis suggested replacing pad and placing this pad at the front desk for quality. They had to order a pad from supply. Mis asked nurse to call back if replacing pad did not resolve low flow. Nurse placed device back in automatic mode.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too low or failed". It was unknown whether the device had met relevant specifications. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were getting fluid delivery line open alert. Therapy started about 15 minutes ago. The flow rate was 0lpm, inlet pressure was -0.1psi, circulation pump was 100 percentage, pump hours were 1305.5 and pump hours were 1410.9. Nurse stopped therapy. Nurse emptied and disconnected pads. Nurse started therapy in manual mode then the flow was 1.8lpm, inlet pressure was -7psi and circulation pump was 47 percentage. Nurse reconnected pads confirming tubing was straight and not kinked anywhere. Pad tubing did not appear to be compressed. The flow dropped to 0lpm, inlet pressure was -0.1psi, cp 100 percentage. Mis suggested replacing pad and placing this pad at the front desk for quality. They had to order a pad from supply. Mis asked nurse to call back if replacing pad did not resolve low flow. Nurse placed device back in automatic mode. As per follow up information received via phone on 17apr2023, it was reported that therapy was completed and there no impact to the patient. The patient was a female, a few hours hold and weighed between 3-4 kilos. Nurse did troubleshoot with mis, and it was discovered that the pads were faulty. Mis advised the nurse to change the pads. Once the pads were changed, the device worked.